Event description:
It was reported via repair work order that the head end lift had intermittent function due to a faulty hi/lo actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.